Event description:
It was reported that a patient missed their refill appointment 3 days prior to the report and the pump started to alarm. The alarm was heard, but telemetry had not been performed at that time. Additional information received reported the alarm was due to a low reservoir. The pump had 0.7ml remaining. The patient had itching, sweating, and a return of spasms. The patient was refilled in the emergency room (ER) and was admitted overnight. The pump was infusing baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Additional information received reported that the other medications (oral, etc.) That the patient was taking at the time of report included neurontin 1500 mg twice/day, detrol, and florinef acetate. The patient had a fever, pruritus, and increased tone/spasms. The low reservoir pump alarm sounded for 5 days and was confirmed via telemetry. After the pump was refilled and reprogrammed, the patient recovered without permanent impairment.